Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the advancer was not able to run, so it did not get any speed, and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected and the turbine was found to be corroded. It was considered likely that the corroded turbine was attributable to being used during the procedure.

Event description:
It was reported that the procedure was cancelled and rescheduled post-sedation. Two 1.50mm rotapros were selected for use in an atherectomy procedure. The patient was sedated. During setup, the console made a loud noise, and the 1.50mm rotapro would not platform. The device was exchanged for another 1.50mm rotapro, and the same issue occurred. The nitrogen supply was possibly set too high. At one point, the nitrogen was set at 110 psi, but 30 minutes later, it was noted to be at approximately 160 psi. The procedure was aborted and rescheduled. No patient complications were reported. On (B)(6) 2021, the patient returned for rotapro procedure. There were no issues.

Event description:
It was reported that the procedure was cancelled and rescheduled post-sedation. Two 1.50mm rotapros were selected for use in an atherectomy procedure. The patient was sedated. During setup, the console made a loud noise, and the 1.50mm rotapro would not platform. The device was exchanged for another 1.50mm rotapro, and the same issue occurred. The nitrogen supply was possibly set too high. At one point, the nitrogen was set at 110 psi, but 30 minutes later, it was noted to be at approximately 160 psi. The procedure was aborted and rescheduled. No patient complications were reported. On (B)(6) 2021, the patient returned for rotapro procedure. There were no issues.